Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working properly. It was said that there was a fluid leak in the balloon, its source was not known. All components were removed and replaced with a new device. There were no patient complications.